Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided.

Event description:
The doctor reports that the abutment ilpac3417 became loose.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. Zimvie received one (1) ilpac3417, (certain low profile 17 abutment 3.4mm(d) x 4mm(h))) for evaluation. Visual evaluation was performed, the returned abutment has signs of use and was identified as reported. No apparent malfunction was identified. The alleged loosening event is non-verifiable. DHR review was completed for the subject lot number 2023010308. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2023010308 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : loosening based on the investigation and risk management file review, the most likely root cause determined from the investigation was the abutment screw is not torqued to specification. However, a definitive root cause could not be determined. Therefore, based on the available information, a device malfunction could not be verified. The reported loosening event was non-verifiable with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.